Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. A fluoroscopy shot had been taken at the beginning of the procedure which showed the arteriotomy was in the common femoral artery and there was "possibly mild calcification if any at all." It was reported that insertion of the device was "fine" and good mark had been obtained. The foot deployed without problem. During needle deployment and retrieval the plunger movement was reported as "feeling tight." The plunger was returned to the starting position or slightly past, but the needles could not be brought out of the handle. The lever was then difficult to lower down to park the foot. When the device was removed it was noted that the foot had not fully parked. It was reported that "a very small amount of the anterior and posterior aspects of the foot were protruding out." It was noted that suture was in the artery and skin. The physician then cut the suture. Hemostasis was achieved with manual compression. The pt was discharged the next day as expected. There was no report of further adverse pt sequelae.